Event description:
Complainant alleges that a piece of the scissor tip insulation broke off during a diagnostic laparoscopy procedure and is believed to be in the patient. Complainant also stated that the scissor tip did not move freely down the scope.